Event description:
It was reported to tyco/kendall healthcare in 4/2005 that a customer had a problem with the mahurkar curved extension dual lumen catheter. The customer reports "the guidewire would not feed through the needle"